Manufacturer narrative:
Complaint confirmed, the anvil broke off because the weld broke. Dents were observed on the edges of the anvil and dovetail. The anvil is also worn due to impaction. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
On 09/14/2021, it was reported by a sales representative via sems that an ar-613-1 ibalance tka handle modular keel punch had the handle break off. This occurred during use in a tka procedure performed on (B)(6) 2021. The case was completed successfully using a second impactor handle with no patient effect.